Event description:
A report was received that the patient had a seroma at the ipg site. The physician drained the site and the patient was reportedly doing well following the procedure. The seroma was procedure related.